Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use a backup therapy, mdi, to ensure continued insulin delivery. Technical support (cts) arranged to replace the pump with one that includes updated software. The customer was informed of steps to follow upon receiving the replacement and instructed to return the malfunctioning pump using a provided return box and pre-paid label. The replacement pump would be sent to the confirmed shipping address with a signature required for delivery.